Manufacturer narrative:
This report is submitted on august 1, 2023.

Event description:
Per the surgeon, the patient experienced skin overgrowth and an infection around the abutment which was successfully treated with IV antibiotics. The abutment was removed and the area was cleaned and a cover screw was placed over the implant under a general anaesthetic. It is unknown if there are plans to re-implant the patient with another device.